Manufacturer narrative:
Manufacturing site investigation: evaluation on-going at manufacturing site.

Manufacturer narrative:
Manufacturer site evaluation: samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of this code batch. A total of 6,192 units of this code batch were manufactured and distributed. There are no units in stock. Received one closed sample. Tightness test to the closed sample received has been performed and the unit is tight. Tested the knot pull tensile strength of the closed sample received and the results fulfills the OEM requirements. As stated in the instructions for use: "when working with monosyn suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". The degradation test has been conducted with the sample received and the results fulfills the OEM requirement. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified.

Event description:
Country of complaint:(B)(6). Being reported that sutures used for intradermic continuous sutures are requiring knot removal at 6 weeks. This situation ahs been occurring since (B)(6) 2014; however is only now being reported.